Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient with an incomplete flap and a buttonhole defect was discovered during the flap lift test in the right eye during surgery. As a result, the procedure was canceled. A photo refractive keratectomy procedure will be performed in the future.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified prior to treatment date. No root cause was identified as not enough information was provided. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).